Manufacturer narrative:
Device sent to supplier for investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an inferior vena cava filter retrieval procedure, the outer sheath of a gunther tulip vena cava filter retrieval set separated from the hub. Reportedly, the other manufacturer's filter had been in place for four months. The hub separation occurred when trying to collapse the legs of the filter. The filter was successfully removed with the device with no reported injury to the patient. Investigation - evaluation: reviews of the drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection and dimensional verification of the device were conducted during the investigation. The coaxial retrieval sheath system, the retrieval loop system, the pin vise, one three-way stopcock, one two-way stopcock, and a long, thin metal stylet were returned for investigation. Upon visual inspection, the catheters and sheaths were curved, and the loop system was kinked approximately 55mm and 98mm from the hub. The retrieval catheter had a dent 179mm from the distal end. No damages were noted on the distal tip of the retrieval sheath, but the hub had separated from the flare. The flare diameter of the retrieval sheath measured within specification. Another hub was mounted on the sheath and even by a reasonable amount of pulling, the hub could not be pulled off. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Reviews of the manufacturing instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. It was also concluded that there is no evidence that nonconforming product exists in-house or in the field. The product is packaged with instructions for use which state, "the product has been designed for retrieval of implanted günther tulip and cook celect vena cava filters in patients who no longer require a filter.¿ the IFU also warns, ¿excessive force should not be used to retrieve the filter.¿ based on the information available, investigation has concluded that an exact reason for this event could not be determined. The use of the device to retrieve another manufacturer¿s filter and the possible excessive use of force, contrary to the device¿s instructions, are both potential causes for this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It is unknown at this time if the device will be retuned to the manufacturer. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an inferior vena cava filter retrieval procedure, the outer sheath of a gunther tulip vena cava filter retrieval set separated from the hub. Reportedly, the other manufacturer's filter had been in place for four months. The hub separation occurred when trying to collapse the legs of the filter; however, the filter was successfully removed with the same retrieval set and there was no injury to the patient. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.